Event description:
The clinician reports the implant was inserted 2023-(b)(6) in ADA 30. On 2026-(b)(6), loss of osseointegration was verified. Patient presented with bone type III and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Mobility. No further patient complications were reported.